Event description:
Pt with a margron dtc hip replacement presented with unk symptoms - possibly pain, 3+ yr postoperatively. The femoral stem was found to have aseptically loosened. It was removed and replaced with an alternate MFR's stem sys. Letter rec'd from revising surgeon indicates no add'l issues with the primary implant. Note: portland orthopaedics does not admit, and specifically denies, that this medwatch form, or any discussion related to this matter, constitutes an admission that portland orthopaedics or the margron device caused or contributed to any of the problems/events mentioned, or that a recurrence would be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
Pt with a margron dtc hip replacement presented with unk symptoms - possibly pain, 3+ yr postoperatively. The femoral stem was found to have aseptically loosened. It was removed and replaced with an alternate MFR's stem sys. Letter rec'd from revising surgeon indicates no add'l issues with the primary implant. Given the length of time the implant was in use, it is likely that the implant was initially well fixed. The reason for loosening is unk. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the another country orthopaedic assn in its 2007 natl joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR # 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc sys off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.